Event description:
It was reported that at the beginning of a da vinci hysterectomy procedure, the surgical staff noticed that the end of a blue fiber cable was broken. According to the initial reporter of this complaint, the patient was in the operating room and the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques. The initial reporter indicated that the hysterectomy procedure was completed non-robotically. On the same day the event occurred, an intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site. The fse indicated that the site acquired a spare cable from a sister hospital. After the spare cable was connected, the site was able to home the system without any problems. The fse indicated that the patient side cart (psc) port was not damaged. He was informed by the site that the end of the blue fiber cable was damaged after a surgical staff member accidentally stepped on the cable during setup of the operating room.

Manufacturer narrative:
According to the fse, the blue fiber cable was damaged after a surgical staff member accidentally stepped on the end of the cable during setup of the or. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques after the blue fiber cable was found to be broken. However, at this time, the damage to the blue fiber cable can be attributed to use-error.

Manufacturer narrative:
Device evaluation: the blue fiber cable was returned and evaluated by failure analysis (fa). One optical connector was found to be broken off. The insulation was also found to be damaged and the internal wires were exposed.